Event description:
It was reported during a videolaparoscopical gastroplasty procedure, that the device broke during the third firing. The reload did not fire. The fourth reload did not fire either. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis showed that the atw45 device was received with the firing mechanism damaged and with no cartridge loaded in the device. However, two cartridges were received inside the bag. Cartridge b was received partially fired. Cartridge c was received fully loaded with staples and was tested for functionality with a test device that fired, cut and formed all the staples as intended. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and firing trigger post were found broken. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.